Manufacturer narrative:
As the device has not been returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that the image did not appear on a camera head even when everything was plugged in. The event occurred in the beginning of a diagnostic procedure which was completed successfully with a back up camera. There was a five minute delay to replace the camera. There was not patient injury/harm related to this event. No additional information has been obtained.